Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. A magnet was placed over the device and no tones were able to be heard. The local boston scientific field representative reached out to the patient's clinic. It was reported that a decision was made to leave the device implanted. There were no adverse patient effects.